Event description:
Subsequent to bilateral cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with a bilateral myopic refractive error (1.25 d) and astigmatism,the change in refraction was attributed to capsular contraction syndrome. The pt's postoperative best corrected visual acuity is 20/50 in both eyes, compares with a preoperative bcva of 20/25 ou. The intraocular lenses remain implanted.